Event description:
Reporter indicated that explant of ncp system was planned, but not yet scheduled. Further investigation revealed that patient had requested that the device be explanted because patient feels they are having an increase in seizures. Physician stated that there was no evidence of increased seizures.